Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the polyurethane tubing. The unit passed testing. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) pipeline of safety disk iab fill part was broken. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Corrected fields: b5, e1 (initial reporter, event site telephone, event site email). The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) pipeline of safety disk iab fill part was broken. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person).

Event description:
N/a.